Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. The hospital disposed of the device.

Event description:
The patient was undergoing a thrombectomy procedure using an indigo system aspiration catheter 6 (cat6). During the procedure, while attempting to insert a cat6 through the peelable sheath over a wire and into a non-penumbra sheath; the physician experienced resistance and consequently, the physician inadvertently pinched the cat6, causing it to become kinked. The cat6 was therefore cat6 removed, and the procedure was then completed using a new cat6. There was no report of an adverse effect to the patient.